Event description:
It was reported the patients ipg migrated in the pocket site causing discomfort. As a result, surgical intervention was undertaken on (B)(6) 2022 where in the ipg was repositioned and sutured down to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.